Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise resulting in pacing inhibition and inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).